Event description:
Study patient had wound leakage and infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - 28mm dia cocr mod hd -3mm nk , item 163661, lot raj3918643, therapy date - remains implanted. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had wound leakage and infection. An arthrotomy of the hip was performed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Study patient had wound leakage and infection. An arthrotomy of the hip was performed.